Event description:
A customer reported experiencing a minimum fill notification while using their insulin pump. There was no adverse impact on the customer's blood glucose level. A new cartridge was loaded to resolve the issue.